Event description:
Healthcare professional reported right side "textured," "capsular contractures grade ii," and "possible leaking". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as surgical damage. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ particles in valve: no observed. ¿ crease / folding of implant: observed. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible leaking".

Event description:
Healthcare professional reported right side "textured," "capsular contractures grade ii," and "possible leaking". Device has been explanted and replaced.